Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, entire drawer failed to recover and displayed a not detected on bus message. The customer attempted both hard and soft reboots; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer reseated all cables at the back of the drawer and on the cubie's trays, then performed a firmware update to bring the drawer up to date. The drawer was successfully tested using the hardware test application, and the customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.